Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k2 hemodialysis (hd) machine had burned and melted fuses on the power board. The burned fuses were noticed prior to use. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed replaced the burned power board fuses, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The biomedical technician reportedly replaced the burned fuses to resolve the issue and return the machine to service.